Event description:
Pseudosepsis [inflammation]. Knee is "horrendously swollen" [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012, regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for previous medical device implantation with synvisc, multiple times and two knee replacements of the right knee in the last two years. On (B)(6)2012, the patient initiated treatment with synvisc one (hylan g-f 20) injection, at a dose of 6 ml, once into his left knee. The lot number of synvisc one was not provided. On an unspecified date in (B)(6) 2012, the patient experienced pseudosepsis, knee was "horrendously swollen" and had been drained twice. The patient received treatment with cortisone injection for pseudosepsis, joint swelling and joint effusion. No action was taken with synvisc one treatment. The outcome for the events was not yet recovered. Relevant concomitant medications were not provided. The intensity for the events was not provided. This is 1 of 2 reports from the same reporter (about the same patient). (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.